Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two episodes of hypoglycemia occurring at night after dinner while using the ilet system, with the user noting gastroparesis that could affect meal absorption and carbohydrate announcements. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included no hospitalization and completion of troubleshooting and education, including arranging follow-up with a trainer. Investigation included a review of available use information and coaching on meal timing and carbohydrate entry relative to gastroparesis. Investigation of this case revealed no device malfunction and suggested that delayed gastric emptying in relation to bolus timing and meal composition could have contributed to the lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.